Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens, and the lens haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated another same model lens was implanted. The cartridge used has not been approved by the MFR for use with this model lens. The reporter stated they are aware that this is off-label use.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic split in half and haptic torn off. There was evidence of clear surgical residue.